Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, customer reported the prograsp forceps instrument's cable in wrist broke and was sticking straight out. The procedure was completed with no reported injury.